Event description:
Symptoms resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The reported events of are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® ultra 3 in the lips, marionettes and nasolabial folds and unspecified juvéderm® voluma¿ in the cheeks which the reporter states "did not appear to cause any problems." Patient experienced the ¿normal swelling and bruising¿ following treatment. Patient also experienced stinging and burning upon application of usual cosmetic lip products and tingling in the lower lip.tenderness/soreness and mild throbbing pain occurred approximately five days after injection for which the patient took painkillers. Massaging the lip made swelling worse and more painful. One week after onset, patient experienced increased swelling, redness blistering and lumpiness in the inner part of the lower lip. Patient has taken antihistamines which hcp states has 'calmed things a little'. Hcp confirmed that eight days after injection the lips are normal in appearance but painful upon examination. No signs of pus or redness. Clarithromycin 250mg prescribed twice daily for 5 days for suspected infection. Symptoms are ongoing.